Event description:
A customer reported a malfunction on their pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.